Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there were no errors related to the customer complaint. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was stated that the device is over-reading by plus 1.3ml, limit is plus minus 1ml. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. B3. Date of event: the exact date of the incident is unknown, so it has been recorded as the first day of the month of awareness month.